Event description:
Device being utilized for intensive care on a case of cot death. Attempting to put a first perfusion on a leg without success. Upon removal, needle broke and the distal tip stayed in the leg.